Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating current measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. Device was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Device had cracked battery tube threads, reservoir tube lip and minor scratched display window.